Manufacturer narrative:
E1 patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set tape not sticking on (B)(6) 2024. No further information available.